Event description:
It was reported that the tip of the syringe broke off inside the bd phaseal¿ optima injector (n35-o) during use. The following information was provided by the initial reporter: "the pharmacy tech was compounding cisplatin with a 60ml monoject syringe and bd optima n-35o injector. She realized she did not add air to her syringe and went to detach the injector by un-luer locking it. When she did this the tip of the syringe broke off into the injector tip."

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 3003152976-2022-00592 was sent in error. There was nothing wrong with the injector. There was no device malfunction the MDR is canceled as a result. MFR#: 3003152976-2022-00592 is void as a result.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the syringe broke off inside the bd phaseal¿ optima injector (n35-o) during use. The following information was provided by the initial reporter: "the pharmacy tech was compounding cisplatin with a 60ml monoject syringe and bd optima n-35o injector. She realized she did not add air to her syringe and went to detach the injector by un-luer locking it. When she did this the tip of the syringe broke off into the injector tip."